Event description:
It was reported that the patient had a stroke after the device was implanted but did not have an exact date. At the time of the report the patient had been out of rehab for the stroke for three to four weeks. It was also reported that the patient was unable to adjust stimulation. The patient had been trying ¿for a long time¿ but was unable to utilize her programmer properly. The patient stated that the device was ¿too far back¿ and was unable to reach ¿back there.¿ the patient was assisted in successfully advancing to the main screen twice but was unable to maintain proper communication to decrease settings prior to turning the device on as the current settings were at 3.9 volts on program 1 and her device was off. The patient felt the device was in her body but was unable to reach it properly. The patient stated she had used ¿it¿ twelve or thirteen days since she had ¿it¿and used ¿it three different days and saturday¿ put the ¿remote on and all of those came on.¿ it was unclear what the patient was referring when using ¿it.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0317g, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4) product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient had been ¿doctoring¿ for a stroke since (B)(6) 2012. The patient had been helped once or twice, but still had problems.

Manufacturer narrative:
(B)(4)